Event description:
Pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain due to arachnoiditis/failed back surgery syndrome. Approx two years later, the pt developed an intraspinal mass, which was treated with surgical excision and pulling back the catheter. The pt developed a second intraspinal mass, diagnosed with CT myelogram in 2000. The second mass was surgically excised and the catheter was explanted. The pathology report showed necrotic tissue. Cultures of the mass were negative. The pt had experienced bilateral lower extremity paresis and radicular pain. The pt had been wheelchair bound before implantation of the pump and catheter. The pt made a full recovery after excision of the mass.